Event description:
It was reported that both anchors broke when placed into the obturator membranes. One of the anchors was left behind in the membrane. They completed the procedure with a new device without incident.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.